Event description:
A vns therapy programming wand was returned with a reportedly malfunctioning programming handheld computer, which was reported on medwatch # 1644487-2009-02104. Wand analysis determined the device failed to communicate consistently. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location.